Manufacturer narrative:
Concomitant medical products: product ID 3889-28 serial# unknown and product type :lead. Other relevant device(s) are: product ID: 3889-28 and serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient who had 2 electrodes explanted (one on each side) and when they were explanted, poles remained in the sacrum they did not come out whole. Rep requested information on if the hcp wants to re-implant electrodes in the same foremen, are they contraindications. Additional information received reported that the electrodes were old and were implanted many years ago and not in the best location, so the patient presented incontinence. It was noted that the leads broke when trying to take them out.